Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. However, the insulin pump was received compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor. Analysis was unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. Unit was received with normal operating currents and passed unexpected restart error test. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, cracked belt clip slot, scratched reservoir tube window, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. Troubleshooting was performed but issue was not resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was returned for analysis.